Event description:
The account reported by fax that the haptic crimped on ithe intraocular lens during insertion. The physician straightened it intra-operatively and the lens showed excellent centration on post operative day one. At one week post operative increased decentration was observed. The iol was removed and replaced at two weeks post op without complication.

Manufacturer narrative:
The device was not received by the manufacturer for analysis. Iol was damaged initially during the insertion procedure. Based on the results of our investigation we have no reason to suspect this event is manufacturing related. The iol met all manufacturing specifications prior to release. Device discarded by account.